Event description:
The customer reported that the telemetry device has a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer has not responded and the device has not been returned for repair.

Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unknown if whether the device was in use on a patient at the time of event.